Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed to recover and half height cubies were not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 were failed. A field service engineer physically and manually, pockets on the c row were removed. The row board cable connector was reseated on both the row board side and the drawer control side. After relogging into the hardware test application (hta), functionality was successfully verified. The system functioned as intended after the field service engineer repaired the device.